Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery and the plate had to be explanted later where fragments still remained in the patient. The patient has a history of being highly sensitive to metal and other products. She is having numbness on the left side of the face, twitching in the left eye, hands are numb, and blurred vision with numbness on lips. Allergy test was positive cautioned use for individuals with a barium sulfate allergy.